Event description:
The following was reported to hamilton medical ag: customer said that the ventilator was pulled out of service due to tf 5507 but the service logs did not contain any instances of tf 5507 (tf 5507 due to defective pressure sensor board (ventilation continues)). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: customer said that the ventilator was pulled out of service due to tf 5507 but the servcie logs did not contain any instances of tf 5507 (tf 5507 due to defective pressure sensor board (ventilation continues)). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer said that the ventilator was pulled out of service due to tf 5507 but the servcie logs did not contain any instances of tf 5507 (tf 5507 due to defective pressure sensor board (ventilation continues)). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be defective sensor board. After replacing the msp sensor board 2, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the msp sensor board 2 could result in inadequate ventilation support.